Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 5fr sheath, after a heart catheterization diagnostic procedure. Reportedly, during placement of the proglide a clot became lodged in the marker lumen port which blocked visibility. The physician removed the device. A second proglide device was used to achieve hemostasis. There was no mechanical issue with the first proglide used. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.